Manufacturer narrative:
Occupation - quality manager. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and retention samples. Based on the results of our investigation, the root cause of the complaint could not be identified. Since actual sample was not returned for evaluation, we could not provide the detailed information of its actual condition. Retention samples were visually checked and showed no presence of defects that will lead to the complaint. Samples were further evaluated thru sheath activation and deactivation and also sheath radial strength. All samples passed. Similarly, molding condition of the components critical to the safety activation and connection of the product is checked to assure that no defects will be encountered that will lead to sheath activation problem. In addition, retention samples subjected to simulation showed no difficulty encountered and an audible click was heard indicating successful safety activation using the three modes of activation: thumb, finger and hard surfaced. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. We have in-process inspection for visual, sensory, and functional test to assure quality performance of assembled sg3 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. All samples passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the safety device on the needle had failed. The nurse wanted to secure the needle with one hand however the safety device on the needle did not stay in the axis of the needle. Therefore the nurse was stung in his finger. The involved product was a neorecormon.